Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a 42 cm (17 ") pur linear set, perforator with valve, y-clave®, taxolo filter, luer lock gir that the customer reported the blue lock cap came off during use with consequent spread of antiblastic drugs. There was patient involvement, however, no report of adverse event. This captures the first of two events reported.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.